Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the segment fluid damage, the u/d and the r/l pulley wire fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) coating damage, the angle wire play, the control knob pivot corroded, the air/water nozzle missing, the control body leakage, the objective lens unit dirty, the lcb distal cover glass dirty, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).